Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 97 mg/dl (performa) and 209 mg/dl (active). A few hours later, in the afternoon, the customer re-tested and received the following results, with two different meters, within 10 minutes: 106 mg/dl (performa) and 300 mg/dl (active). No adverse event was reported. Return of the suspect device was requested for evaluation.